Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that their son experienced high blood glucose level over 500 mg/dl. Customer calibrated blood glucose of 400 mg/dl. Customer mother refused to do troubleshooting but treated the high blood glucose with bolus. Product will not be returning for analysis. The customer was not using auto mode feature during the serious injury.